Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an inaccurate screw trajectory, with the l4 and l5 screws on the left side being inaccurate by approximately 5 millimeters (mm) in the medial direction. The l4 screw was misplaced, and the tap entered the canal. The inaccuracy was alleged to be due to surgeon user error related to unilateral retraction. The use of the robot was aborted, and the remainder of the case proceeded using the medtronic navigation system. There was a 1.5 hour surgical delay. It was unknown if there was any patient complications as a result of the event. Additional information received from a manufacturer representative reported that the system passed the advanced accuracy test. Additional information was received. It was reported that no patient effects were noted by physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.